Event description:
Patient is mn (male neutered) dog had surgery for cranial cruciate ligament tear with tplo (tibial plateau leveling osteotomy). Implants - plates and screws. Recalled saline irrigation used in surgery both before and after antibacterial lavage. Patient presented with an infection associated with the surgical site 7 days following surgery with purulent exudate. Cultured positive for serratia sensitive to fluroquinolones. Patient started on antibiotics and infection resolved. Continued prolonged antibiotic therapy until (B)(6) 2024 to allow removal of plate if infection recurred. At this time no additional issues have been noted after discontinuation of antibiotic therapy.